Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Insulin pump received with normal operating currents. No unexpected power loss alarm, replace battery alert, replace battery now alarm noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, torn keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to high blood glucose as well as the insulin pump had a pump error alarm and replace battery now alarm. Customer was hospitalized on (B)(6) 2019 due to high blood glucose level. The customer¿s blood glucose level was over 500 at the time of the incident. Customer experienced nauseous, vomiting, lethargic. Customer was treated with fluids, anit nause medicines, injection. Customer did not received low battery alarm prior to replace battery now alarm. The drive support cap was normal. The customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer was unable to rewind the insulin pump. Customer stated that they received alarm after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.